Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they were hospitalized on (B)(6) 2021 for three days due to high blood glucose level 510 mg/dl and diabetes ketoacidosis. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Current blood glucose level of customer was 103mg/dl. Customer had experienced symptoms including vomiting, lethargic, confusion, feeling sick, headache, tired or weak, extreme pain or cramps. Customer was tested for ketone and it was found extra large. Customer treated with IV insulin drip along with potassium chloride electrolyte. Based on customer report customer did not allege pump was under delivering. Auto mode feature was active at time of incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.